Manufacturer narrative:
In this case, the returned device analysis did not confirm the reported difficult to open or close (gripper actuation) as both grippers actuated as intended without any issue. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. All available information was investigated, a cause for the reported difficult to open or close (gripper actuation) could not be determined in this incident. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na.

Event description:
This is filed to report a gripper actuation issue. It was reported that during preparation of the clip delivery system (cds), while raising and lowering the grippers, the grippers did not move simultaneously as it appeared that one of the grippers became stuck. Troubleshooting was performed, but the issue was unable to be fixed. Therefore, the physician decided to not use the device. The cds was replaced the procedure was successfully performed. There was no clinically significant delay in the procedure. No additional information was provided.